Manufacturer narrative:
Concomitant medical product: product ID 3889-28 lot# va1hnjs, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that the patient said that the ins was not working and ¿it split in two or something.¿ additional information was received from a health care professional. It was noted that the patient had an x-ray on (B)(6) 2019 and an appointment with their healthcare provider on (B)(6) 2019. The x-ray was taken with a ¿standing ap view of the pelvis with inlet and outlet views of the pelvis and lateral view of the sacrum for total of 4 images.¿ it was reported that ¿there is a battery pack in the pelvis with lead wire twisted upon itself and coiled. There is apparent fracturing of the wire with the leads no longer contiguous with the battery pack.¿ during the july 11 appointment, the patient reported fecal soiling, fecal accidents, diarrhea, pelvic floor dysfunction, and anorectal motility disorder. They also reported continued lack of stimulation from the implant; they had tried all four programs and increasing the settings of the device but were not able to feel stimulation. It was again noted that the pelvic x-ray showed a fractured lead wire, and the healthcare provider and patient were ready to proceed with removal of the implant. No further patient complications are anticipated or expected as a result of this event.